Event description:
It was reported that during a percutaneous transluminal angioplasty treatment, a balloon rupture occurred. The physician attempted to treat a calcified, 95% stenosed lesion in the moderately tortuous arteriovenous fistula shunt with a sterling over-the-wire angioplasty balloon. The balloon ruptured on the fourth inflation at 12 atms. The balloon was inflated to 10, 12, 12 atms on the three previous inflations. The procedure was completed with this device. There were no reported patient complications. The patient status is listed as "no problem".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specifications at the time of release to distribution. The most probable root cause for this event is operational context.